Event description:
It was reported, during a code blue event in the cardiac progressive care unit 2e, the medical team opened the kit to obtain the airflow bag and discovered only the resuscitation bag was in the kit; the mask was missing. Another airflow bag was obtained; the event caused a delay in treatment; however, no patient harm or injury occurred.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation, additionally no photographic or videographic evidence was provided. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 15 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.